Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 3/14/2016 with the following findings: during testing, it was observed that the display screen was dim and discolored ¿ the letters had a red hue. Unrelated to this issue, it was observed that the bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 3/14/2016.